Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. There is no pressure on the manometer when backpressure is applied. The inspiratory knob rubs on the ribbon cable. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smith medical ventilators/pneupac ventilators ventipac malfunctioned. Reported air is leaking and gauge is off. Inspiratory knob is catching on something. Event occurred during testing and no patient involvement.